Manufacturer narrative:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient developed a seroma on (B)(6) 2013. The patient underwent an aspiration procedure on (B)(6) 2013 and 20ml was aspirated. The patient underwent a second aspiration procedure on (B)(6) 2013 and 10ml was aspirated. The event resolved.

Event description:
It was reported that a patient underwent an open ventral hernia repair procedure on (B)(6) 2013 and mesh was implanted. The patient developed a seroma on (B)(6) 2013. The patient underwent an aspiration procedure on (B)(6) 2013. The event was resolved on (B)(6) 2013.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.